Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, the patient presented with preoperative diagnosis of status post l3-l4 and l4-l5 posterolateral spinal fusion with retained pedicle screw instrumentation, herniated nucleus pulposus l5-s1 with associated right s1 radiculopathy, spinal instability l5-s1 adjacent segment degeneration l5-s1 and underwent following procedures : removal of pedicle screw instrumentation/segmental instrumentation l3 to l5. Exploration of lumbar fusion l3-l4 and l4-l5 3) l5-s1 posterior spinal decompression/bilateral with medial facetectomies and foraminotomies as well as discectomy. Posterior lumbar inter-body fusion (l5-s1) implantation ray cage, single implant l5-s1. Use of local bone graft/morselized bone graft use of bone morphogenic protein l5-s1 posterolateral spinal fusion pedicle screw instrumentation/segmental instrumentation using spinal instrumentation l5-s1. Continuous electromyogram monitoring of l5 and s1 nerve roots bilaterally. Patient tolerated the procedure well. Reportedly , the patient had adjacent segment instability l1-l2 with collapse and associated severe central lateral recess and neural foraminal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.